Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure in the lungs. According to the literature, the patient underwent the first bronchial thermoplasty treatment on spontaneous breathing in deep sedation with remifentanil 0,10 mcg/kg/h and propofol 8 mg/kg/h administered under anesthesiology assistance. Copious mucus secretions and hyperemic bronchial mucosa were found at bronchoscopy examination. Fifty valid activations were administered in the bronchi of the right lower lobe without complications. After one hour, acute respiratory failure occurred with pao2/fio2 < 300. On physical examination, there was a reduction of breath sounds in the right lower lobe, severe bronchospasm elsewhere with tachypnea. A CT scan showed atelectasis of the right lower and middle lobes. A new bronchoscopy was performed on non-invasive ventilation with face mask (esprit ventilator philips-respironics inc. Pvc/ac mode; performax face mask philips-respironics inc.) Through respironics swivel connector to ensure adequate gas exchange. Right lower and middle lobe bronchi were almost completely occluded by bronchus-shaped plugs. The removal of the plugs was very hard despite repeated washings with physiological saline and mechanical fragmentation with forceps. The patient had a rapid resolution of respiratory failure with progressive improvement of gas exchange, and was discharged after twelve days.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) - atelectasis. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.